Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired. It was further alleged that the event is to have been caused by the pt's exposure to the product administered during dialysis.

Manufacturer narrative:
This is one of two reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.